Event description:
It was reported that the pt was implanted with a sulox head and a durasul inlay on her right hip on (B)(6) 2002. Due the breakage of the head after more than 10 years in vivo, the pt underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
Notes: complaint re-opened on (B)(6) 2013. As part of a corrective action which was initiated on the 21st of october 2013 ((B)(4)), this complaint has been reported to FDA retrospectively. The products were received and investigated. No trend has been identified. The quality records indicated that sulox head met all requirements to perform as intended. As the exact product and lot numbers of the durasul inlay were not readable, but device history records for this product could not be reviewed. According to the received complaint information, the implanted sulox ceramic head broke after more than 10 years implantation time. The head broke spontaneously, without any external influence. The ceramic ball head was reconstructed from the delivered fragments almost completely. There were some small fragments from the ball head pole and fractured surfaces missing, which potentially could deliver further information if they were available. Hence the analysis of the fragments and the fractured surface remains incomplete. Pe-inlay - the pe-inlay showed deep crack on the plane surface. Numerous dark scratches and indentations were visible on the articulation surface which most probably originated from the stem taper. Ceramic head - there were metal transfer patterns of erratic appearance on the polished surface and on the fractured surfaces which were clearly assigned to secondary effects, i.e. Rubbing between the metal parts and the ceramic fragments after the primary fracture event. But such patterns do not provide any information about the cause of the fracture. The density was measured on the fragments of the ball head. The density value was in accordance to the specification valid at the time of production. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).